Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio iq meter read inaccurately high compared to a calibrated laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The patient could not state when the alleged inaccuracy occurred but stated that they had obtained a blood glucose result of ¿245mg/dl¿ with the subject meter and ¿185mg/dl¿ on the calibrated laboratory device within 10 minutes of one another. The patient manages their diabetes with oral medication(s) (type and dosage unspecified) as well as with diet and/or exercise. The patient denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time later, the patient developed the symptoms of ¿perspiration, blurred vision and numb legs¿. In response to these symptoms, the patient received unspecified treatment from a visiting home health nurse, an unspecified period of time after becoming symptomatic. The patient did not measure their blood glucose on any other device at this time. At the time of troubleshooting, the csr noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged results. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.